Manufacturer narrative:
Correction: this supplemental MDR has been filed as a correction since the device associated in this manufacturer report number: 2016493-2026-15982 was submitted under the master case of manufacturer report number: 2016493-2026-16434.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to complete full syncs due to an out-of-date snapshot. Customer stated that issue was caused by purge-related failures. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station throttle setting was enabled. The technical support specialist checked the server, and failed flags were still present despite product support engineer (pse) notations. It was identified that the purge throttle remained enabled, so it was set to false and the service was restarted in accordance with (ka) knowledge article "how to check purge in 1.6 and 1.7" for controlled purge operations. During the review, another field agent was found to be logged into one of the three stations. His notes included a list of all stations requiring attention. Sync status was verified, noting the server snapshot was two days old, which created uncertainty about whether sync would complete successfully. Two stations were completed with the field agent, after which the remaining stations were handled directly based on the provided list. Work continued until the first pass was completed. Due to the age of the snapshot, sync success was not guaranteed, so efforts were expedited while the purge remained de-throttled to allow logs to update for further root-cause evaluation. All devices eventually completed synchronization. Pse was verified not to have altered the purge throttle setting. The failed flags were no longer present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to complete full syncs due to an out-of-date snapshot. Customer stated that issue was caused by purge-related failures. However, there were no delays or adverse events or injuries reported based on this event.